Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion. In 50% of all cases the pumps ran too fast.